Event description:
It was reported the patient had a staph infection and their previous implantable neurostimulator (ins) was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 64001, lot # n472777, implanted: (B)(6) 2014, product type adapter; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v534087, implanted: (B)(6) 2010, product type lead. (B)(4).